Manufacturer narrative:
The insulin pump was received with no button response due to lcd unlock keypad connector. It was unable to test operating currents and verify battery put limit alarm due to no button response. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that he was trying to deliver a bolus and noticed the buttons on the insulin pump were not responding. The customer removed and reinserted the battery but issue persisted. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 185 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.